Event description:
There was no difficulty observed during insertion or removing the catheter from the patient. No functional defects were reported during use of the catheter from the patient. No functional defects were reported during use of the catheter and it was reported that the catheter was removed because it was no longer needed. It was reported that the patient was discharged from the hospital in 5/02 in stable condition.